Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint from (B)(6) alleges "a anesthesia doctor intubated the patient with glidescope. They immediately saw that the cuff was broken. They changes the tube with help of an tracheal tube introducer. And discover that this also is broken. Both tubes where tested before using it on a patient." (The initial device event captured in companion report # 8040412-2017-00220). Customer reports during the event, the "patient sank in saturation". Medical intervention reported, but details reported as unknown. Customer reports no injury to the patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual inspection was conducted and it was observed that a large tear was present on the cuff. Stains were also observed on the sample cuff near the large tear, indicating the sample was used. The cuff was then observed under magnification and a large tear was seen on the surface. There is 100% inflation and deflation test conducted during the manufacturing process; therefore, a defect of this type would be detected prior to release. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint from (B)(6) alleges "a anesthesia doctor intubatet the patient with glidescope. They immediately saw that the cuff was broken. They changes the tube with help of an tracheal tube introducer. And discover that this also is broken. Both tubes where tested before using it on a patient." (The initial device event captured in companion report # 8040412-2017-00220). Customer reports during the event, the "patient sank in saturation". Medical intervention reported, but details reported as unknown. Customer reports no injury to the patient.